Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there were issues inserting the wrench into the right ventricular port of the implantable pulse generator (ipg). The right ventricular (rv) lead could not be screwed into the header block. Different wrenches were attempted to open the grommet, but it was not successful. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.